Manufacturer narrative:
The customer reported that their central nurse's station (cns) is displaying a "registration error" which is preventing them from navigating the software. No harm or injury was reported. The following fields are not applicable (na) to this report: lot # & expiration date. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: attempt #1: 04/06/2021 emailed customer via microsoft outlook for all items under the no information section. An "unknown" reply was received.

Event description:
The customer reported that their central nurse's station (cns) is displaying a "registration error" which is preventing them from navigating the software.